Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The vitrectomy procedure, in the right eye, was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the problem reported. The laser core module and the gas supply hose were replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on april 23, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The vitrectomy procedure, in the right eye, was completed without patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not performing as it should as the power had to be turned up to proceed with surgery.